Event description:
It was reported that during a ventral hernia, the introducer was placed into the tissue before firing. Many of the constructs needed to be removed because they were mangled when formed. The patient was taken back to the or because the hernia recurred. Once opened, one side of the anchors did not stay anchored. There was no additional consequence.